Event description:
Patient reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional later confirmed right side deflation. The device has been explanted and replaced.

Event description:
Patient reported, "deflation" against right device. Healthcare professional, later confirmed, right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on anterior assessed as surgical damage. Additional observations: ¿ crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported "deflation" against right device. Healthcare professional later confirmed right side deflation. The device has been explanted and replaced.